Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the photo of the wrapper have the lot number? If so, please provide the lot number. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oral surgery procedure in (B)(6) 2019 and suture was used. During the procedure, the suture was fraying and broke apart. Additional suture was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.